Event description:
The manufacturer received a complaint of a ¿vent inoperative¿ alarm. Evaluation confirmed the customer complaint. Diagnostic testing confirmed failure of the fio2 test. The device was not reported to be in patient use at the time of the event, and no patient involvement or harm was reported. The device was returned for evaluation, and the complaint was confirmed. The investigation identified failures requiring the replacement of the blower assembly, machine flow sensor, and system pca. These components were replaced to address the reported vent inoperative condition. Following component replacement, the device underwent final verification testing and passed all tests. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.